Event description:
Upon receipt of the device, the service technician reported that the blood parameter probe failed the service mode test. Since the event occurred out of box, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.